Manufacturer narrative:
Reported event. An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's hip was revised. The only reported device on the implant sheet is a ball-tipped guide wire. Sales rep has confoirmed that an accolade tmzf stem and metal head were revised due to a worn stem trunnion and head stem disassociation. Update 03 july 2018: sales rep has confoirmed that an accolade tmzf stem and metal head were revised due to a worn stem trunnion and head stem disassociation. Update: "head disassociation."

Manufacturer narrative:
An event regarding disassociation involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's hip was revised. The only reported device on the implant sheet is a ball-tipped guide wire. Sales rep has confoirmed that an accolade tmzf stem and metal head were revised due to a worn stem trunnion and head stem disassociation.